Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to the personal profile settings were incorrect. Tandem customer technical support (cts) assisted the customer with editing the settings. The customer declined cts's offer to troubleshoot for the low bg level.